Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a revision hip revision procedure approximately three (3) years post-implantation due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted.this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-00705 / 00707 / 00708).

Event description:
It was reported that patient underwent a total right hip arthroplasty on (B)(6) 2003. The patient was revised on (B)(6) 2006 due to unknown reasons. The patient underwent another revision on (B)(6) 2013 due to unknown reasons. Subsequently, a future revision procedure has been indicated to replace the acetabular component due to unknown reasons; however, another revision procedure has not been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right hip revision procedure approximately three (3) years post-implantation due to unknown reasons.